Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure, using an uphold vaginal support system, the dilator made it through the sacrospinous ligament with no bunching, but at the point where the sheath begins, the rest of the mesh leg could not be pulled through. The physician used a kelly clamp to try to pull the rest of the leg through the ligament, and the bullet detached outside the patient's body. The procedure was completed with another uphold device, though there was still some resistance pulling the mesh leg through that ligament. The physician opined that the ligament may be very tough. The physician completed the procedure with another of the same device with no patient complications, and the patient is fine.